Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.